Event description:
The ge oec 9800 fluoroscopy sys displayed intermittent error codes and required reboot to continue use.

Manufacturer narrative:
A ge oec rep investigated the issue and found the sys hard down. Removed and replaced the battery pack to restore function. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.